Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer's current blood glucose level was 340 mg/dl. The customer stated that they had positive result in ketones and abdominal pain as well. The customer was treated for the high blood glucose with injections and by changing set. The customer already contacted to her doctor. Customer was advised to monitor her blood glucose and advised to coordinate with her doctor. Customer reported that the insulin pump got insulin flow block alarm and noticed that cannula was bent. Troubleshooting was provided for insulin flow block alarm and bent cannula. The insulin pump was not returned for analysis.